Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported by masimo clinical specialist: "at some point during the cardiac surgery, the patient started to sweat massively, vegetatively. The sedline sensor all of a sudden couldn¿t get a proper eeg reading anymore, the sensor¿s electrodes said to have high impedance on the root monitor for a very short time and then continued to be green on the monitor which means the sensor has normal impedance and gets eeg data. Nevertheless, the monitor showed a high number of artifacts, at a 100%. Together with the anesthetist we could exclude external reasons for having those artifacts like electrocautery or manipulation close to the sensor itself. Then, I disconnected the sedline sensor from the patient cable and could see it was severely wet from the patient sweating extremely. We dried the connection and reconnected it, by then the eeg reading was ok again and we could see the dsa also. Now, we could see external interferences in the dsa that showed up all of a sudden. Since the setting in the or has not changed and the root monitor was on the same place than before and even grounded we could not see the source of interferences. By looking at the impedance all the time it was ¿green¿, so it seemed to be fine. Still, the measurement was not as stable as before." No consequences or impact to patient was reported.